Event description:
It was reported that the right ventricular lead had rising capture thresholds and r wave sensing had dropped. The lead was capped and replaced. It was also reported that a left ventricular (lv) lead was attempted, but there was placement difficulty; the lead would not advance to an acceptable position in the selected cardiac vein branch. Another lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. Visual analysis noted the lead was damaged at implant. (B)(4).